Event description:
It was reported that patient presented for scheduled procedure on 15 oct 2024. During procedure, it was noted that right atrial (ra) lead was dislodged. During lead repositioning, it was noted that atrial lead and pacemaker could not be separated. The lead and pacemaker were explanted on 16 oct 2024 and replaced with new devices. Patient was recovering.

Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew was confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Analysis revealed epoxy was found in the atrial connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly.